Manufacturer narrative:
(B)(4). Date of event: publication year of 2005. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: experience of 3711 stapled haemorrhoidectomy operations. Authors: k.-h. Ng, k.-s. Ho, b.-s. Ooi, c.-l. Tang and k.-w. EU. Citation: british journal of surgery (2006); 93: 226¿230. Doi: 10.1002/bjs.5214. The aim of this study was to review retrospectively the effectiveness and efficiency of stapled haemorrhoidectomy. A retrospective review was undertaken of all patients who underwent stapled haemorrhoidectomy between october 1999 and may 2004. A total of 3711 patients (48.9% male and 51.1% female; median age: 50; age range: 18-88 years) had the surgery. Stapled haemorrhoidectomy was performed using a modification of the longo technique, with a pph01 stapler (ethicon). Reported complications included postoperative bleeding (n-160) in which 27 patients required blood transfusion, 66 patients had a submucosal adrenaline injections being successful in 62 patients, 16 patients required surgical hemostasis, and in 81 patients, the bleeding stopped without intervention, significant postoperative pain (n-57) in which the patients were readmitted and were treated conservatively with analgesia, anorectal stricture (n-52) requiring intervention of stricturoplasty or anal dilatation, anastomotic dehiscence (n-3) that required repair and temporary defunctioning colostomy, retroperitoneal sepsis (n-1), large anterior horseshoe abscess (n-1) that required further surgery for incision and drainage, severe pain secondary to perianal thrombosis/hematoma (n-2) in which an evacuation of hematoma was performed for both patients, significant residual perianal skin tags (n-3) in which an excision of these skin tags was undertaken for these patients under general anaesthesia, recurrent hemorrhoidal prolapse (n-11) in which the patients had to undergo further hemorrhoidectomy, and recurrent bleeding (n-1) which was successfully treated with conservative measures. In conclusion, considerable experience of stapled haemorrhoidectomy confirms it as a safe and effective procedure.